Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy and silicone migration.

Event description:
Healthcare professional reported right side silicone in axillary lymph nodes confirmed via MRI and morphologic alterations, multiple periprosthetic calcifications and minimal retroareolar ectasia, without spontaneous secretion. Device has been explanted and replaced with a non-allergan brand.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) silicone migration: unable to confirm as it is a medical event not related to the device. Lymphadenopathy: unable to confirm as it is a medical event not related to the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture, confirmed by an MRI, ultrasound and mammography. Diagnostic report indicated "silicone in axillary lymph nodes". The device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported right side rupture, confirmed by an MRI, ultrasound and mammography. Diagnostic report indicated "silicone in axillary lymph nodes". The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: device photograph(s) for the device related to the reported event of rupture, silicone migration, lymphadenopathy reviewed on 20 july 2023. It is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe since it is a medical event and is not related to the device. Lymphadenopathy: unable to observe since it is a medical event and is not related to the device. Additional observations: deformation is observed. Crease is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.